Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: jiang, t., gao, h., xu, b., lv, f. & liu, t, (2023), the comparison of femoral neck system and cancellous screws internal fixation for femoral neck fracture, biotechnology and genetic engineering reviews, vol. X (xxx), pages 1-12 (china). The aim of this study was to compare the clinical efficacy of cancellous screws (cs) and femoral neck system (fns) internal fixation in the treatment of femoral neck fracture (fnf) during this study period, a total of 96 patients with femoral neck fracture were included in the study. Among these, there were 47 patients (17 male and 30 female) with an average age of 55.8 ± 9.7 years were treated with femoral neck system (synthes) and 49 patients (24 male and 25 female) with an average age of 55.7 ± 12.5 years were treated with cancellous screws. The patients were followed up regularly for 3 months, 6 months and 1 year after operation. The following complications were reported: fns group: 8 patients experienced complications - 1 patient had pulmonary infection recovered satisfactorily after receiving anti-inflammation and atomization. - 5 patients had venous thrombosis of lower extremity which recovered well after anticoagulation and symptomatic treatment. - 1 patient had incision infection and the infection could be controlled after the dressing change and anti-inflammation treatment. - 1 patient had avascular necrosis of femoral head and they were treated conservatively because of mild symptoms. A copy of the literature article is being submitted with this medwatch. This report involves one unk - constructs: fns. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1, a2, a3, a4: there are multiple patients. All known information is provided in the literature article. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown constructs: fns/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.